Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/17/2024, it was reported by a sales representative via email that the swivelock anchor from an ar-1593-bc secondary fixation implant system pulled out of the medial condyle. This was discovered during an mcl procedure on (B)(6) 2024. The case was completed using a 5.5 mm swivelock. Additional information received on 9/23/2024: the case was delayed about an hour, and additional anesthesia was used. The case was completed using an ar-7221 fiberwire.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.